Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Visual inspection revealed burnt pin#5 of the power flex circuit lemo connector jp4. The service technician replaced the power flex circuit and unit passed all testing.

Event description:
The customer reported model palmtop ventilator revel ac input is damaged. No further information was provided regarding patient involvement.

Manufacturer narrative:
Corrected data: brand name, model #/lot #. Additional information: additional MFR narrative.